Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller called back and restated the details of the event but referred to is as a "potential seizure". No updated information was provided.

Manufacturer narrative:
See regulatory report #3004209178-2018-23244 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. An ER physician called and reported the patients inss needed to be checked. The patient was admitted to the emergency room on the day of the call due to an episode of decreased responsiveness so the patient was transferred to her. The caller wanted to check the ins but did not believe they brought equipment with them to check the device. The caller was redirected for rep page out. Later that day, the patient's family member called in. The caller stated the patient had been admitted to the hospital and had a heart beat but was not able to respond. The caller stated the patient could answer questions by nodding but could not talk. It was reported the change was sudden. The caller was wondering if there was a way to tell if the inss had been turned off. The caller stated she thought the inss were 100%. The caller did not have the patient programmer (pp) with her but would run home to get it.